Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the event/coma may have been related to the patient's particular disease, as it was likely similar events had already happened in the past. The pregnancy seemed to have further compromised the clinical condition of the patient. Additional information was received. The patient felt fine. The fluid aspirated from the pocket was checked, and analysis confirmed that it was not "liquor" [interpreted as cerebrospinal fluid (csf)]. It was reported that it was possible the needle was not in the reservoir, as the hcp was not very experienced. The first 15 ml of fluid aspirated was clear, and the other volume was turbid. It was also reported that during the procedure a medtronic needle kit was not used. The hcp reported that the pump was refilled every 76 days, and every time the patient had fluid in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implantable pump for an unknown indication for use. It was reported an intrathecal baclofen patient issue occurred. The event date was reported to be (B)(6) 2017. The patient went to the hospital on (B)(6) 2017 in order to refill the pump. During the night she experienced swelling and coma. The hcp aspirated 35 ml of fluid from the pump pocket, but it was not clear if the fluid came out from the pocket or the pump. In the evening of (B)(6) 2017, the patient awoke from the coma. The patient was pregnant and the hcp decided to make an emergency caesarean; the baby was fine. The pump remained implanted and in service. No troubleshooting was performed. Actions taken included aspiration of fluid from the pocket. Contributing factors included the refill probably occurred in the pump pocket. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was programmed to minimum rate on (B)(6) 2017. On (B)(6) 2017, the hcp found "many fluid" in the pump pocket. The patient would be transferred to another hospital.